Manufacturer narrative:
Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for leakage was observed. The gate of the returned sample was bigger than normal and also the color was changed to white. Cavity/mold number was printed twice. Additionally, a review of the manufacturing records was completed for the incident lot #5327599 and no issues were identified. Conclusion: the most likely root cause for this failure mode is a part sticking to the mold.

Event description:
It was reported that blood leaked from the gate of the 2.0 ml draw, 13 x 75 mm bd vacutainer® edta tube with a pink bd hemogard¿ closure. No blood exposure to mucous membrane. No injury or medical intervention.